Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with three prostyle devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, all steps through step 3 (pulling out the plunger) worked well. When the devices were pulled out and the sutures were harvested, the whole suture came out for all three devices. The knots were loose and unraveled. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices with the same reported issue referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported ¿whole suture came out¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code - 1142 failure to cycle removed.

Event description:
Subsequent to previously filed report, additional information was received: reportedly, all steps through step 3 (pulling out the plunger) worked well. When the devices were pulled out of the anatomy, and the sutures were harvested, the sutures were loose and the whole suture came out for all three devices. No additional information was provided.